Manufacturer narrative:
(B)(4). The customer did not retain the lot number which determines the date of manufacture.

Event description:
Customer reported that endotracheal tube was stretched out at the connector, causing the patient's tube to become disconnected from the ventilator. Nursing intervention was required in order to maintain a continuous connection to the ventilator. Re-intubation was required.